Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su barrel cracked. The following information was provided by the initial reporter translated from portuguese to english: I hereby inform you of the occurrence of the product. - disposable syringe 3 ml. Reason: syringe came cracked on the graduation part. Val: 09/28. Lot: 3229637. Invoice number: 379073. Available for collection. Add info received - how much product was affected? One unit. - was the reported incident noticed before, during or after use on the patient? During handling. - was there any harm to the patient/healthcare professional? (Detail) no. - is the sample related to the incident available for analysis? If so, how many units? (We collect a maximum of (B)(4) units for analysis purposes) only one sample is available! - for sample collection and replacement, please inform us: attached - the sample is contaminated, if yes, the substance is not. - could you forward photo samples? Yes. - has anvisa been notified? Yes, 2024 04004293. - date of event: 23/04.

Manufacturer narrative:
Sample and photo received for investigation. Through visual inspection, cracked barrel is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, binding of the syringe, this binding can cause cracks in the barrel body. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.